Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase in impedance and high thresholds. The rv lead was reprogrammed and then capped and replaced a few weeks later. No patient complications have been reported as a result of this event.